Event description:
Information received indicates the head section will not lower to a level position.

Manufacturer narrative:
The technician found the head section gas springs failed the function test. He replaced the head section gas springs to repair the stretcher.